Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system label printer was printing blank long label. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had printer failure. A field service engineer found that the label printer was printing a long feed of paper and cutting it improperly. The fse configured the printer settings, increased the print darkness from 15 to 25 due to the customers concern that the printing was too light, and tested the system using both the hardware testing application and the dispensing application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.